Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer¿s reported issue. When the ventilator was powered on, an abnormal whining noise came from the turbine assembly and it intermittently spun causing the unit to have no output. Carefusion replaced the turbine assembly to correct the reported issue.

Event description:
It was reported by the customer that the ventilator had no output pressure. It was also reported that there was no patient involvement during this event.